Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose readings, low battery alert, damaged battery cap and weak battery. The customer had blood glucose of 300-400 mg/dl. The customer does not recall how high readings occurred. The customer had difficulties removing battery cap and stated that it appeared damaged. The product was not returned for analysis.